Event description:
The pt reported that she hadn't felt her stimulation for two weeks but she has started to feel tingling in her foot. She was able to program her interstim device to the highest setting without any relief. Further info is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.